Manufacturer narrative:
A2 patient age: 60-year-old at the time of enrollment.

Event description:
It was reported that dissection occurred. On (B)(6) 2025, the subject was enrolled in a clinical study, and the index procedure was performed on the same day. During the procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm swing point with a 6.1 mm reference vessel diameter, 38.4 mm length, and 62% stenosis with no calcification. Pre-dilatation was performed using a 6 mmx40 mm balloon, resulting in residual stenosis of 15%. The target lesion was then treated with a 6mm x 80 mm ranger drug-coated balloon study device. Post-procedure, the residual stenosis was noted to be 13%. On the same day, core lab angiography findings indicated that the target lesion was located in the swing point with a 5.4 mm reference vessel diameter, 26.43 mm length, and 77.78% diameter stenosis. Following use of the test device, the diameter stenosis was noted to be 23.73%, and a complication of type c dissection was observed. Core lab review noted a questionable finding on the immediate post-procedure image and a definitive dissection on the final image. It was also noted that no dissection was noted after pre-dilatation and treatment with the test device. Post index procedure, arteriovenous fistula (avf) functional assessment showed a flow volume (fv) of 597 ml/min, a resistance index (ri) of 0.53, systolic blood pressure of 133 mmhg, and diastolic blood pressure of 61 mmhg. Following the procedure, the subject was advised to continue their ongoing anti-coagulant therapy.